Event description:
Technical services received a call on (B)(6) 2012. Caller reported they were getting low p-waves. He thinks they got the atrial lead in a good place. The caller just wanted to go over atrial markers. They just wanted to make sure that they would mode switch. They were seeing af, (af), and (as) markers. Caller calling from (B)(6) clinic with dr.(B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).